Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had hardeware low level failure alarm. The customer's blood glucose was 150 mg/dl. There was crack by battery compartment and also reported pump error every time he does auto test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 trace at \on the keypad assembly. The insulin pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.